Event description:
It was reported that the patient was implanted with an interstim device in iowa city. She experienced shocking in many areas, and prior to explant of the device she could not walk. After explant the patient walked with a cane, walker and had a wheelchair prescription. She was no longer active as her "whole lower body was damaged". It was reported that she had permanent nerve damage in the spine and sacral nerves, and internal paralysis. The patient was reprogrammed "constantly", and eventually had a revision surgery. Her heart was affected. The patient saw a neurologist for her damage once a month and would have to forever. The damage affected her whole lower body and was traveling up her spine. In addition, her device malfunctioned and would not turn off. Unable to follow-up with contact information provided, no additional information was obtained.